Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 2039 mcg/day via an implantable pump for unknown indication for use. It was reported that there was a pea sized hole at pump site due to bumping into something. Environmental/external/patient factors that may have led or contributed to the issue were unknown as the patient was nonverbal and non ambulatory. Pump was removed from the pocket, pocket was rinsed via pul se lovage, pump was cleaned on the field and re-implanted. The hcp consulted with other hcp regarding what to do about the exposed pump, and he decided to reuse the pump and catheter and rinse the pocket. The issue was resolved at the time of this report with patient's status being "alive-with injury". The patient's weight was asked but made unknown. The patient had medical history of brain injury.